Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 15 (the critical block and inverse critical block did not add to zero.) And pump error 23(post-reset ram crc alarm) alarms and also reported a loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for grater 8 hours. Error has occurred more than once after a battery change. Customer was advised to discontinue use of the device, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test. No unexpected alarms noted during testing. No unexpected pump error 15 and 23 during testing. Unit was successfully downloaded using thus software. On adapt, no relevant alarms were noted. However, on adapt, confirmed (15) alarm on (B)(6) 2025 07:34:09.000 hour for alarms that may have occurred in the past and line number 442 file number 38 and confirmed (23) alarm on (B)(6) 2025 07:34:11.000 line number 691 file number 39 or during a complaint call that might have triggered the reason complaint. Pump unsuccessfully download to care link and paired guardian link 3 transmitter and mobile. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. After swapping with a test pcba 2 board, pump was properly downloaded and passed communication test. The p- cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit received with scratched case and pillowing keypad overlay. In conclusion, customer allegations for pump error 15 and 23 are not confirmed. However, pump not communicating with the transmitter to pair with the pump: meter device pump¿s bluetooth wireless are confirmed. Problem isolated to the pcba 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received, customer reported loss of communication between mobile device and pump. The event involved product(s) mmt-1884l, unk_sensor, unk_fotasoftware, mmt-7841zn. Mmt-1884l was returned for analysis. No product return was required for unk_sensor, mmt-7841zn. Product return is not applicable for non physical device unk_fotasoftware.